Event description:
The clinic reported that a laser vision correction patient presented with no re-epithelialization in both eyes corneas 8 days after treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and discomfort. Patient reported symptoms are not interfering with daily activities. Surgeon partially debrided corneas and applied new bandage contact lens. During follow up with the account it was found that the treatment done was a customvue photorefractive keratectomy and that after treatment mitomycin c was applied. Customvue photorefractive keratectomy is an off-label used of the device. Bcva from (B)(6) 2015: right eye pre-op 20/20 -8.25 x -.50 x 90; left eye pre-op 20/20 -8.25 x -.50 x 130.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: in the initial report an incorrect number was entered in this field, the correct PMA number is (B)(4). Additional information: (B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.